Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate 3 system controller (B)(4) was evaluated following the exchange of the damaged modular cable. The heartmate 3 system controller was returned to abbott in used condition, and a log file was downloaded. A review of the downloaded log file showed 256 events spanning approximately 3 days (27aug2022 ¿ 30aug2022 per timestamp). The pump maintained a speed above the lsl without issue while the driveline was connected. No atypical alarms were active in the log file related to the reported event. The returned controller was functionally tested on the mock loop using returned modular cable. The controller could support the pump function for extended operation with no alarms produced. The reported event was not correlated to an issue with the returned controller. There was incidental findings of elevated resistances for the underlying conductors in both power cables, cuts to the black power lead, and green contaminates consistent with fluid ingress observed on the underlying wires. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller hsc-061953 was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had damage to the upper portion of their driveline covering that was not related to the syncope and was covered with rescue tape. The modular cable also had damage proximal to the exit site and was replaced. The system controller was also exchanged. Related MFR #2916596-2022-13539.